Event description:
It was reported, the physician was unable to place the lead during the permanent procedure. It was reported, the physician used a different stylet, but event with a new stylet the physician could not fully insert the lead. It was reported, the pt was positioned laterally during the procedure. A new lead was utilized, and was used to complete the procedure. The procedure was extended an hr due to the issue.

Manufacturer narrative:
Eval: results: the complaint was confirmed. As rec'd, a lab stylet would not travel completely to the tip of the lead due to discoloration inside the stylet tube near the channel 1 stimulation electrode. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.